Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, fracture (embedded- difficult to retrieve), vc perforation, dvt, anxiety, depression'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety, depression is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Corrected data: (lot number, expiration date), (manufacturer date). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 1feb2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2002 due to deep vein thrombosis and pulmonary embolism. [Pt] is alleging vena cava perforation, fracture, legs penetrated through the vein wall and one leg eroded in adjacent artery, small filter strut fragment embedded in the wall of ivc. [Pt] further alleges post-implant deep vein thrombosis, anxiety, depression. Filter was removed successfully on (B)(6) 2016.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Per CT, (B)(6) 2016: " the most inferior strut of the ivc filter at about 3:00 appear to extend extraluminally into the wall of the aortic wall, producing some compression deformity of the aorta. This is located at the junction of the aorta and in the right renal artery. There appears to be some narrowing of the renal artery at the origin caused by this strut.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2002. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. 10 devices in lot. The associated work order was reviewed. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per an undated medical opinion from variously dated imaging reports: "positive for perforation (grade 3) and tilt, negative for migration, retained fragment post retrieval. (B)(6) 2002, per a report from the cavagram: cook gunther tulip filter: no significant tilt. Suprarenal mid t12 to inf l1 CT [computed tomography] abd and pelvis (B)(6) 2002: suprarenal mid t12 to inf l1.no tilt. No migration. Grade 1 interaction with ivc wall. Posterior strut is tenting the ivc wall with no perforation. CT abd and pelvis (B)(6)2016". "Suprarenal mid t12 to inf l1. Tilt to right 8 degrees. No migration. Grade 2 perforation. Right posterior strut is in the retroperitoneum. Left anterior strut is in the retroperitoneum, surrounded by fat posterior to the duodenum. Grade 3 perforation. Left posterior strut is abutting the aorta- 13 mm outside the cava. CT abd and pelvis (B)(6)2016. Cook gunther tulip filter. Suprarenal mid t12 to inf l1. Tilt to right 8 degrees. No migration. Grade 2 perforation. Right posterior strut is in the retroperitoneum. Left anterior strut is in the retroperitoneum, surrounded by fat posterior to the duodenum. Grade 3 perforation. Left posterior strut is abutting the aorta- 13 mm outside the cava. Localized thrombus in the wall of the aorta adjacent to the strut. Ivc filter retrieval (B)(6) 2016. Cook gunther tulip filter. Suprarenal inf t12 to mid l2. Tilt to left approx 5 degrees. Slight caudal migration. Initially the filter was snared but not removed. Next the filter was grasped with forceps and removed. Next, a fragment was removed with forceps, one fragment could not be removed and is retained. Post op CT with rotating fluoro device shows retained fragment anterior left on axial and coronal images".

Manufacturer narrative:
Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. .